Event description:
It was reported to st jude medical that the lead was explanted due to sensing anomaly. The device recorded 24 episodes of ventricular fibrillation which 9 shocks delivered were inappropriate. On the ECG, myopotentials were detected by the device.